Event description:
The customer obtained a non-reproducible, higher than expected vitros total b-hcg ii quality control result (l1 result = 11.4 miu/ml vs. Expected l1 result = 5.4 miu/ml) while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected with patient samples. Patient samples were not known to have been affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros total b-hcg ii quality control result was obtained.an ocd field engineer performed 'as needed' maintenance to the well wash subsystem on the vitros eciq analyzer. Performance testing following service actions demonstrated that the system was operating as intended. A definitive root cause for the event could not be determined. However, an equipment related issue cannot be ruled out as a contributing factor. There was no evidence that the vitros total b-hcg ii reagent had malfunctioned.